Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that temperature alarms occurred, reportedly the pump was not exposed to extreme temperatures. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy.